Event description:
It was reported that the device shifted after being released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and release criteria was then checked. After meeting all release criteria, the closure device was released in the patient. Immediately after the closure device was released it shifted proximally in the laa and more than half of the device was out on the limbus side. The patient was transferred to another facility the next day to have the closure device removed. One day after being transferred, the physician removed the closure device without incident and then a new 31mm watchman flx pro laa closure device was used and successfully implanted in the laa to complete the procedure. The patient did well following this event and there were no complications that were reported to have occurred. The patient was discharged.